Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer service states aj alleges the seating is leaning to the right and the tilt base assembly as well as the sliders appear to be bent.